Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported issue was able to be confirmed using artemis; c-33 errors logged on (B)(6) 2025 and (B)(6) 2025 with initial occurrence on (B)(6) 2025 at 7:13 am (artemis time). C-06 and m-11 errors logged on (B)(6) 2025 at 2:22 pm. Inspection during fa process was able to replicate the reported event. Also, the unit was tested on system, presented c-33/c-00 error on startup ((B)(6) 2025 3:13 pm us-ga). Additional c-00 errors in erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was getting an error "activation has been interrupted" c-00 on the integrated electrosurgical unit (iesu) [erbe]. Customer performed a reboot and a hard reboot on the erbe and the c-00/c-33 error returned. Customer tried changing the erbe mode from swift to classic but the error remained. Technical support engineer (tse) recommended swapping out the vision side cart (vsc) and using a vsc from one of their other davinci systems if it was available or using the covidien/valley lab force triad. There was no reported injury.